Event description:
It was reported that the patient had the implant for three years and had not had to adjust it, but recently she had to ¿mess with it and cut it down.¿ the patient reported that it had her ¿booty and cookie¿ tingling uncomfortably and it felt like an electric shock that did not stop. The patient was able to turn stimulation down from 2.8v to 2.4v. The patient still felt the tingling in the leg, ¿cookie¿ and left side of the butt cheek after initially turning it down and decided to decrease stimulation to 2.3v; the patient then noted that it stimulation was ¿so much better.¿ the patient stated that she felt it in the sitting position and ¿more in the behind¿ prior to the call. The patient also stated that there was tingling from the neck down when she was laying down and was ¿kind of out of it a week ago" and thought it might have been blood sugar. It was noted that the patient was diabetic. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v573249, implanted: (B)(6) 2010, product type lead. (B)(4).